Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off)." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an auto-off alarm while sleeping. The customer last interacted with the pump before going to bed. The customer's blood glucose was not impacted. The contact cleared the alarm and resumed insulin delivery.